Manufacturer narrative:
As per review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device alerted erratic temperature and therapy stopped. Water temperature (wt) was increasing to 40c. They stopped therapy and restarted. Water temperature (wt) was now 14c which was that they would expect to see it. Verified with nurse that patient past temperature have been consistent. No decrease noted. It just suddenly alerted. Esophageal probe in use and placement verified. Advised to verify that temperature cable was plugged in securely to the probe and in the patient temperature (pt) 1 port on the back of the device. Tried flexing cable and if they notice temperature fluctuations, then the alert was likely tied to the cable. Also noted feedings or flushing could affect patient temperature (pt) alerts because an esophageal probe was in use. Encouraged to call back with any additional questions or concerns. As per follow up information received in ttm sheet on 31jul2023, call was made to the facility on 31jul2023. Spoke with charge nurse, who stated cable was swapped and disposed of. No further issues after exchanging cable.

Event description:
It was reported that the arctic sun device alerted erratic temperature and therapy stopped. Water temperature (wt) was increasing to 40c. They stopped therapy and restarted. Water temperature (wt) was now 14c which was that they would expect to see it. Verified with nurse that patient past temperature has been consistent. No decrease noted. It just suddenly alerted. Esophageal probe in use and placement verified. Advised to verify that temperature cable was plugged in securely to the probe and in the patient temperature (pt) 1 port on the back of the device. Tried flexing cable and if they notice temperature fluctuations, then the alert was likely tied to the cable. Also noted feedings or flushing could affect patient temperature (pt) alerts because an esophageal probe was in use. Encouraged to call back with any additional questions or concerns. Per follow up information received in ttm sheet on 31jul2023, call was made to the facility on 31jul2023. Spoke with charge nurse, who stated cable was swapped and disposed of. No further issues after exchanging cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.